Event description:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("patient had essure removed") in a (B)(6) female patient who had essure (batch no. E01921) inserted for sterilization. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, 18 days after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Company causality comment: incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("patient had essure removed") in a (B)(6) year old female patient who had essure (batch no. E01921) inserted for female sterilization. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, 18 days after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Most recent follow-up information incorporated above includes: on 5-jul-2017: quality-safety evaluation of product technical complaint. Company causality comment: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.